Manufacturer narrative:
No ge service was performed. The customer rebooted the system and the system worked. The customer cancelled the service call. No conclusion can be drawn as further info is not available.

Event description:
The customer reported the system would not complete boot up. No pt injury was reported.